Event description:
During a laparoscopic procedure, the shears worked at start of surgery. Shears would not activate when pedal pressed. Shears wiped with saline, handpiece changed, generator changed, no effect. Shears re-torqued. When shears were replaced, they worked fine. No consequences to the patient.